Event description:
Per user-facility medwatch, the pt underwent surgery for a partial colon resection and small bowel resection. Pt was discharged and returned the next day with severe abdominal pain, nausea and vomiting. Pt underwent surgery to repair ileocolic and small bowel anastomosis, construction of ileo-transverse colon anastomosis. Pt had developed peritoniitis due to anastomotic leak. In a conversation with the contact person 3 months later she stated the device functioned as intended during the initial surgery.